Event description:
It was reported that a patient, who had left rtsa, underwent a revision procedure. The patient was revised due to dislocation. The plan was to remove the standard 38mm glenosphere and 38mm +0 humeral liner, and replaced them with an expanded glenosphere and constrained liner. The surgeon ended up replacing the stem, adapter tray and torque screw in addition to the expanded glenosphere and constraint humeral liner. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. X-rays were not available. The explanted devices are not available for return. Device images were provided. Wear was observed in the images. No further information. This is 1 of 2 reports for this event.